Event description:
MFR rec'd implant and warranty registration card indicating pt underwent generator replacement surgery. No reason for replacement was documented. System diagnostics reviewed from in-house programming database were within normal limits, indicating device was not at end of svc at that time. Battery life calculation peformed by MFR resulted in 1.06 yrs remaining until end of svc. Nurse for treating physician stated the generator was "dead and that is why it was reimplanted." Good faith attempts are being made to retrieve explanted product.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.